Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found an external insulation abrasion distal to the suture sleeve tie impression breaching the optim sheath only. The cause of the external insulation abrasion was consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.